Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicone tip on the hemopro jaw broke off during the insertion into the cannula. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unknown. (B)(4).